Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required treatment and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had required intervention for hypoglycemia. The patient's blood glucose levels had decreased to 40 mg/dl while wearing the pod between 24 and 36 hours. The patient reports being confused and having difficulty speaking. The patient reports they had a seizure and was unable to consume anything for treatment. Upon arrival of the paramedics the patient was treated with glucose gel. The patient did not go to the hospital.